Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 139mg/dl (meter), 214mg/dl (lab). Tests were done within less than 10 minutes with a difference of 27%. Patient did not expeirence any adverse events. No further information has been reported.